Event description:
Customer reported with an issue of leak in the seal at the distal tip. The issue found during an unknown event. There was no patient harm , no user injury reported. Device evaluation found the c-body forceps cover glue is peeling .

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection found the a-rubber glue (insertion section) leaking. The customer reported issue could be confirmed. In addition, the forceps cover glue was observed to be peeling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the investigation confirmed the forceps cover glue to be peeling most likely due to an extra force that may have been applied to the device. The specific root cause of the forceps cover flue peeling could not be determined at this time. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.